Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock resulting from oversensing of right bundle branch block (rbbb). A review of the device data identified another event in which the patient received an inappropriate shock. The system was explanted and returned for testing. No additional adverse patient effects were reported.